Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-may-2019 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal on the side of the pump. Unrelated to the original complaint, the cartridge compartment was cracked at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; a cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.